Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 28mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was already detached from the unit. The delivery wire was inspected and no appearance of damage was observed. The introducer was not returned for evaluation. The stent component was inspected under the microscope and no abnormalities were observed on it (i.e., no broken struts, and no kinks). Both of the distal ends were noted to be completely expanded. The issue reported that the stent became impeded in the middle section of the microcatheter could not be evaluated through functional testing; the stent must be still attached to the delivery wire and inside the introducer tube to perform the functional analysis. The stent detachment was not originally reported in the complaint, the exact time when this condition occurred could not be determined and it is not considered secondary to the failure reported according to the information available. Even though the functional test could not be performed, no damages were found in the returned components that contributed to the reported failure. It is possible that a continuous flush had not been done, without an adequate flush, issues such as resistance between the stent and the microcatheter can arise. Other circumstances or issues may occur while using the device that could not be replicated during the analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6948542. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 04-apr-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization to an aneurysm at bifurcation of the middle cerebral artery, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 6948542) became impeded in the unspecified microcatheter (mc) and could not advance or withdraw. After several attempts, the stent still could not advance, the doctor removed the stent with the mc together and switched to new devices to complete the surgery. There was no patient injury reported. There was no evidence of physical material within the device. They were able to torque the device. The resistance was felt at the body/shaft of the device. Other devices were successfully used with the concomitant device prior to the encountered resistance. The mc did not kink. There were no procedural delays due to the event.